Manufacturer narrative:
Additional information received from the local area sales representative indicated that another latitude transmission was performed which reported a 54 ohms shocking impedance measurement. There ware no plans for additional intervention at this time.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited a low shocking impedance measurement less than 20 ohms. To date, there have been no adverse patient effects reported.